Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of ¿air leaking from tip¿ was not reproduced during evaluation. The specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, there was insufficient adhesive in screw holes of distal end on the gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, adhesive on distal sheath was detached, adhesive on distal sheath had a crack, universal cord had a wrinkle, scope cover plate was unclear, paint on air water cylinder was peeled, label on scope connector was peeled, objective lens had a scratch, connecting tube had a scratch, the image has white dots due to damage on charged coupled device unit, and the image has shadows due to damage on charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.